Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Pen was damaged and now the needle is inside me [injury associated with device]. Pen was damaged [device physical property issue]. As I went to inject the product and it spilled all over my hand and clothing [device leakage]. Needle was broken [needle issue]. Needle was malfunctioned [needle issue]. Entire dose did not get into my system [incorrect dose administered by device]. I did not receive my entire weeks worth of medication [product dose omission issue]. Case description: this serious spontaneous case from canada was reported by a consumer as "pen was damaged and now the needle is inside me (injury associated with device)" with an unspecified onset date , "pen was damaged(device damage)" with an unspecified onset date , "as I went to inject the product and it spilled all over my hand and clothing(device leakage)" with an unspecified onset date , "needle was broken(needle broken)" with an unspecified onset date , "needle was malfunctioned(needle issue)" with an unspecified onset date , "entire dose did not get into my system (partial dose delivery by device)" with an unspecified onset date , "I did not receive my entire weeks worth of medication (drug dose omission)" with an unspecified onset date and concerned a 45 years old female patient who was treated with novofine (needle) from unknown start date for "device therapy", wegovy flextouch (semaglutide) from (B)(6) 2025 and ongoing for "weight loss", patient's height, weight and body mass index not reported dosage regimens: wegovy flextouch: (B)(6) 2025 to not reported (dosage regimen ongoing); medical history was not provided. On an unknown date wegovy flextouch pen was damaged and the novofine needle was inside patient and wasted the product. Clearly the needle was broken or malfunctioned as patient went to inject the product and it spilled all over patients hand and clothing. Patient looked at the pen and the needle was missing and was reported that it was inside patient and I did not receive my entire weeks worth of medication. Patient did not know where the needle is, could not confirm if it's in the skin, it was reported that patient had used 3 doses prior so she could not dial up the pen anymore as the doses were gone. The entire dose did not get into her system and leaked all over her fingers and clothes which was why she would like a replacement pen. The flow was checked like always when turning the first dial. The dose was stored with the needle in the package without the needle attached the patient still had the pen and had attached pictures. Batch numbers: novofine: has been requested, wegovy flextouch: (B)(4). Action taken to novofine was not applicable. Action taken to wegovy flextouch was not reported. The outcome for the event "pen was damaged and now the needle is inside me (injury associated with device)" was not reported. The outcome for the event "pen was damaged (device damage)" was not reported. The outcome for the event "as I went to inject the product and it spilled all over my hand and clothing (device leakage)" was not reported. The outcome for the event "needle was broken (needle broken)" was not reported. The outcome for the event "needle was malfunctioned (needle issue)" was not reported. The outcome for the event "entire dose did not get into my system (partial dose delivery by device)" was not reported. The outcome for the event "I did not receive my entire weeks worth of medication (drug dose omission)" was not reported. Reporter's causality (novofine) - pen was damaged and now the needle is inside me (injury associated with device): unknown. Pen was damaged (device damage): unknown. As I went to inject the product and it spilled all over my hand and clothing (device leakage): unknown. Needle was broken (needle broken): unknown. Needle was malfunctioned (needle issue): unknown. Entire dose did not get into my system (partial dose delivery by device): unknown. I did not receive my entire weeks worth of medication (drug dose omission): unknown. Company's causality (novofine) - pen was damaged and now the needle is inside me (injury associated with device): possible. Pen was damaged (device damage): possible. As I went to inject the product and it spilled all over my hand and clothing (device leakage): possible. Needle was broken (needle broken): possible. Needle was malfunctioned (needle issue): possible. Entire dose did not get into my system (partial dose delivery by device): possible. I did not receive my entire weeks worth of medication (drug dose omission): possible. Reporter's causality (wegovy flextouch) - pen was damaged and now the needle is inside me (injury associated with device): unknown. Pen was damaged (device damage): unknown. As I went to inject the product and it spilled all over my hand and clothing (device leakage): unknown. Needle was broken (needle broken): unknown. Needle was malfunctioned (needle issue): unknown. Entire dose did not get into my system (partial dose delivery by device): unknown. I did not receive my entire weeks worth of medication (drug dose omission): unknown. Company's causality (wegovy flextouch) - pen was damaged and now the needle is inside me (injury associated with device): possible. Pen was damaged (device damage): possible. As I went to inject the product and it spilled all over my hand and clothing (device leakage): possible. Needle was broken (needle broken): possible. Needle was malfunctioned (needle issue): possible. Entire dose did not get into my system (partial dose delivery by device): possible. I did not receive my entire weeks worth of medication (drug dose omission): possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer comment: 20-nov-2025: the suspected device wegovy flextouch has not been returned to novo nordisk for evaluation. Relevant information on the needle used with device and whether patient is a trained user, confirmation on needle embedded in the body and treatment given are unavailable for assessment. No conclusion reached on device functionality.

Event description:
Case description: investigation result: novofine - batch unknown no investigation was possible, because neither sample nor batch number was available. Flextouch wegovy- batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following "malfunction" field updated. Qc result and qc comment field updated. Expected date of fu removed. Additional information, device evaluation box ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. Final manufacturer comment: 12-jan-2026: the suspected device wegovy flextouch and novofine needle has not been returned to novo nordisk for evaluation. Relevant information on the needle used with device and whether patient is a trained user, confirmation on needle embedded in the body and treatment given are unavailable for assessment. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine needles. H3 continued: evaluation summary novofine - batch unknown no investigation was possible, because neither sample nor batch number was available.